Event description:
It was reported to baxter (B) (4) that a reservoir of a 2 day infusor 2ml/hour ruptured during filling. The device was being filled with 5-fu and saline. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the sample has not yet been received for evaluation. Should the device or additional information be received, a follow-up report will be filed upon completion of the evaluation. (B) (4).